Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they noticed probably maybe about a month ago, they no longer felt a stimulation sensation "electrical in their bum cheek where the ins was located and wondered if their device stopped working. Pt said their symptoms were being helped, it was helping. Pt said last week, one morning when they were lying in bed the left-hand side of their cheek had a discomfort, a little bit of a pain in there that almost felt like a sciatic nerve and they wondered if that pain had anything to do with their stimulator. Patient said they tried to make an appointment with their dr this morning but they moved to another hospital and they are trying to get an appointment there. Patient services reviewed therapy optimization information, stimulation sensation information and redirected to their doctor. Patient services offered and assisted pt to use their equipment to synch with their ins, they were successful to see therapy was on and pt increased by 2 tenths confirming they notice gentle sensation and they will monitor the effect. Pt also reported the had tried to reach the manufacturer representative (rep) but hasn't been successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.